Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the false detection of a loaded set at points 3 and 4 which was reproduced. Eval found a failed downstream sensor to be the cause. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely detected a loaded set due to constant loaded set message at point 3 and 4. It was also reported there was no pt involvement.